Manufacturer narrative:
Updated sections: date received by MFR., type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an unusual amount of smoke coming from it and impeding the visual field when beginning to cut and seal. The device was removed, inspected, and the jaws were cleaned with a wet gauze pad. It was re-inserted and the problem persisted. It was removed and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an unusual amount of smoke coming from it and impeding the visual field when beginning to cut and seal. The device was removed, inspected, and the jaws were cleaned with a wet gauze pad. It was re-inserted and the problem persisted. It was removed and a replacement device was used to complete the procedure. The hospital did not report any patient effects.